Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 380cc saline breast prosthesis, catalog #: 3503380, serial #: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 380cc saline breast prosthesis that deflated after implantation. The patient noticed that her right breast was getting smaller. Complete deflation was diagnosed by a visual exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information: is other serious: uncheck. Is required intervention: check. Explantation date: (B)(6) 2018. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 10/19/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/13/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. During evaluation a rent was observed in length in the vicinity of the vulcanization dot. Microscopic examination of the edges of the rent revealed no indication as to its cause. No other anomalies were discovered. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The most probable cause as stress concentration at the anterior vulcanized region of the shell. At this time is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).